Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer experienced high blood glucose levels. The customer¿s blood glucose levels were 425 mg/dl and 242 mg/dl. The customer reported that they treated high blood glucose level with correction bolus using the insulin pump. The customer mentioned that the display screen of her insulin pump went blank when she woke up. They mentioned that after changing the battery it went back to normal but the insulin pump was not able to transition to auto mode. The insulin pump also received an insulin pump error alarm. The customer declined troubleshooting for high blood glucose level. The insulin pump will not be returned for analysis.